Manufacturer narrative:
Investigation: a total of (B)(4) retention lot samples were returned from the manufacturing (broken bow) site for investigation purposes. All (B)(4) retention lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the five retention lot tubes returned from the manufacturing site prior to sample collection. No difficulties were encountered during sample collection and all retention and control lot tubes appeared to exhibit proper fill with potassium chloride (kcl) solution. There was no evidence of broken glass in any of the five retention or control lot samples following centrifugation. All (B)(4) retention lot tubes performed as expected and no product issues were observed during the clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. Conclusion: (B)(4) retention lot samples were evaluated during this clinical investigation. All (B)(4) retention and control lot samples performed as expected and no product issues were observed during the clinical investigation. Bd was unable to duplicate or confirm the customer¿s indicated failure (glass breakage during centrifugation) mode because the defect was not evident in the testing of the retention lot samples. This incident and lot number will be monitored for future occurrences. This complaint is not confirmed with regards to breakage during centrifugation. (B)(4).

Event description:
It was reported by a consumer that a 16 x 125 mm x 8.0 ml bd vacutainer® cpt glass molecular diagnostics tube broke after centrifugation. It was also reported that two out of four tubes were broken. The reporter claimed that he followed the standard process of cpt handling according to insert paper instructions. There was no report of injury or medical intervention.